Manufacturer narrative:
(B)(4). Incorrect cartridge size, damaged cartridge. The analysis results showed that one ec60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be fully fired. Furthermore the cartridge pan was noted to be damaged. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on what caused the cartridge pan to be damaged , it should be noted that each reload is 100% inspected through an automated vision system to ensure it meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the ec60a has been fired (yellow cartridge), but at the first firing could not be fired. We repeated several times but could not fire. An alternative product has been used. No patient consequences reported.